Event description:
Reportedly, the follow-up performed on (B)(6) 2012 showed one v burst episode with oversensing recorded on (B)(6) 2012 (8hz signal triggering v pacing inhibition). All tests were performed successfully (threshold, sensing and lead impedance). The rate response was then deactivated (it was set to learn previously). An explanation is required.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.